Event description:
It was reported that during a gastric bypass procedure, the stapler was used to complete the gastroduodenostomy. The stapler formation was not perfect. The surgeon used sutures to repair the "non-formation part". Then they used the white reload to complete the procedure. There were no adverse consequences for the patient. The patient was discharged after the event. Additional followup: on what tissue type was the device used? At what location on the tissue? Gastric pouch near esophagus. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st & 2nd. What other color cartridges were used before and after this event? White cartridge before incident and blue cartridge which differed in lot number with complaint cartridge after the incident. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The staples of blue cartridge didn't form b-shape well however when the surgeon used another blue cartridge with different lot number then it could form properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the lts60a device was received with the firing mechanism damaged and with two reloads present. Reload b was received fully fired; reload c was received partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).